Event description:
During a pm inspection, it was noted that the battery pack on the 9600 emi had a weak output. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the battery pack. The system was tested and found to be working as intended and placed back into service.